Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer reported that the insulin appeared to be gelled like and the pump's supplies were changed. The customer's blood glucose (bg) level was 230 mg/dl and a bolus was delivered to address the bg level.